Event description:
It was reported that a spectrum pump had an issue with the air detector sensor. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symtom air detector sensor issue as an air-in-line alarm. Evalaution found the upstream sensor readings to be below specification with a fluid filled tube. Low ultrasonic readings can make the pump more sensitive to air-in-line alarms. The failed upstram snsor was replaced.